Event description:
The manufacturer received information from the patient alleging they cannot sleep as the bipap a40, flow gen, international device is alarming. The patient stated that they had two (2) lumps taken out on their left lung as their lung collapsed. A philips clinical expert assessed this as a serious injury and there was no indication that the device caused or contributed to the serious injury. The clinical expert stated the allegation of the patient stating the removal of two lumps on the left lung and lung collapsed are assessed as not related to the device in this case. Based on information available at this time, the device did not cause or contribute to a serious injury or death. The mentioned harm unable to sleep due to device alarming is assessed as a non-serious injury. Listed as the reason for using the device is sleep apnea. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.